Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a system error 2240 (air in set), which occurred on the homechoice (hc) during use during drain 4 of 5. The patient was not connected at the time of the alarm. The patient line became separated from the transfer set due to a loose connection. Proper procedures were reviewed per the user manual. The technical service representative (tsr) helped the patient clear the alarm and explained the meaning of the alarm. The patient would complete therapy using manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.